Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an attempted implant when the left ventricular was placed in position, the lv lead dislodged while slitting the cps delivery sheath. The lv lead was not used and removed.

Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 86.3 cm. Analysis was normal. The lead measurements were within specifications. No anomalies were found.